Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.. This device was used for treatment not diagnosis. Placeholder.

Event description:
It was reported that the quick coupling for a k-wire was sticking. The issue was discovered prior to a surgical procedure and therefore no patient was involved. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).